Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in brazil it was reported that the patient experienced persistent hyperglycemia around 234mg/dl due to obstruction insulin delivery through infusion set on (B)(6) 2026. Despite replacing the infusion set, the patient's glycemic level remained elevated, reaching 300mg/dl, and continued to rise to approximately 400mg/dl, accompanied by dizziness, vomiting, and dehydration. The patient attempted correction boluses via the pump, but the blood glucose did not stabilize, and the patient was subsequently admitted to the hospital due to complications related to the infusion set. At the time of admission, the patient's blood glucose level was approximately 400mg/dl and later transferred to intensive care unit (ICU) on (B)(6) 2026. While hospitalized, the patient presented with nausea, dizziness, vomiting, dehydration, and ketone related symptoms. The patient received intravenous (IV) hydration. The patient had not yet been released from the hospital. No further information available.